Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# :v855336, implanted: (B)(6) 2011, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported a possible lead migration and the patient is still using existing lead and device. Additional information reported by the hcp reported the procedure was to replacement of the lead on the left side and a partial removal of the lead. The hcp noted the continued use of the interstim battery stimulator. The hcp noted a scout film, ap and lateral, to identify the existing right sided interstim was performed and showed two electrodes below and two electrodes above the ventral surface of the sacrum. The hcp stated that however, the two electrodes below were very tight to the surface and almost crossing it, and initially these electrodes were deeper. The hcp noted the lead was identified and grasped with a kelly, it was cut and the distal portion of was delivered through the incision. The hcp then stated with protocol, elevation of the lead toward the ceiling, it removed. The hcp stated it was only partially removed with the tined portion and electrodes remaining and the lead wire and sleeve removed. The new lead and old battery were connected and placed into the pocket, an impedance check was performed and was passed. The hcp noted the patient tolerated the procedure very well and was taken to the recovery room in very good condition. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v855336, implanted: (B)(6) 2011, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported the patient had a return of symptoms and urinary urge incontinence related to the possible lead migration. The hcp stated that the cause of the possible lead migration was unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.